Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the t-wave oversensing (twos) reoccurred post bi-ventricular pace.

Manufacturer narrative:
Additional concomitant medical products: (B)(4) ICD, implanted: (B)(6) 2017.

Event description:
It was reported that the patient's right ventricular (rv) lead had t-wave oversensing (twos) post pacing. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.